Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and an issue with the catheter shaft/preface detached/broken - inside the patient occurred. It was reported that the pentaray was difficult to advance through an abbott 8.5 sl1 sheath. The resistance with the sheath was when they tried to advance the catheter out of the sheath. The catheter was not pre-shaped. There was no occlusion when irrigating the sheath and the sheath was not narrowed, nor partially/completely blocked. Eventually, the catheter was able to be advanced and the procedure was continued. No adverse patient consequence was reported. The picture analysis was completed on 12-aug-2021. According to the pictures provided by the customer, internal spline parts appeared exposed. A manufacturing record evaluation was performed for the finished device [30566094l] number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and an issue with the catheter shaft/preface detached/broken - inside the patient occurred. It was reported that the pentaray was difficult to advance through an abbott 8.5 sl1 sheath. The resistance with the sheath was when they tried to advance the catheter out of the sheath. The catheter was not pre-shaped. There was no occlusion when irrigating the sheath and the sheath was not narrowed, nor partially/completely blocked. Eventually, the catheter was able to be advanced and the procedure was continued. No adverse patient consequence was reported. It was also reported that noise on 9-10 of the pentaray was noted on both the carto 3 system (v7.1.80.33) and the recording system. At the end of the procedure, when the pentaray was removed from the patient, one of the splines appeared to have the outer cover of the spline pulled away from the shaft and wires were exposed. No pieces were missing. The carto 3 system was operating per specs and is not responsible for the product issue. The noise (bad/partial ECG) and the resistance with sheath issues were assessed as not MDR reportable. The risk to the patient is low. The catheter shaft/preface detached/broken - inside the patient issue was assessed as MDR reportable.